Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced poor sleeve function. The following information was provided by the initial reporter. The customer stated: I have a defective safety shield over the cannula. It is poking through the rubber. As far as I know this is the only needle affected.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced poor sleeve function. The following information was provided by the initial reporter. The customer stated: I have a defective safety shield over the cannula. It is poking through the rubber. As far as I know this is the only needle affected.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/9/2021. H.6. Investigation: two customer photos as well as 2 physical samples were received for review and analysis. The photos were evaluated and show a pbbcs device in its original packaging appearing to have a side pierced sleeve. Both samples were evaluated and the customer's indicated failure mode of pierced sleeve was observed as the contaminated sample appeared to have sleeve leakage with the needle piercing the side of the rubber sleeve. A device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on the customer photos and samples provided, the root cause of the cannula piercing the side of the rubber sleeve is attributed to the inspection process as this part was inadvertently missed during the production process.